Event description:
The ge oec 3500 instatrak would boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective cpu that was replaced. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.